Event description:
A surgeon reports a haptic broke during insertion of the intraocular lens. The pt had a posterior capsule rupture and the lens was not used. The reported event did not impact the pt's outcome. Additional info has been requested.